Manufacturer narrative:
(B)(4). Correction "the root cause was determined to be loss of connection. The reported event of a pairing failure is reportable based on the finding of loss of connection."

Event description:
The root cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a failed transmitter error. The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. The log was downloaded and reviewed finding a pairing failure and a failed transmitter error. The allegation was confirmed. The root cause was determined to be a failed transmitter error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be loss of connection. The reported event of a pairing failure is reportable based on the finding of loss of connection. No injury or medical intervention was reported.